Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s infusion connector would not attach when a fiasp cartridge was loaded, although the connector attached properly to the pump with the chamber empty; the user attempted multiple cartridges and connectors with the same result, and a replacement pump was arranged. Symptoms included no reported adverse clinical effects. Outcomes included interruption of pump use and the need for device replacement. Investigation included remote troubleshooting and assessment of connector engagement with and without a filled cartridge. Investigation of this case revealed a failure to connect when a fiasp cartridge was present, while connections without a cartridge functioned as expected, which suggested a cartridge fit or interface compatibility issue rather than an isolated connector defect. It was concluded, based on previously established findings for similar reports, that the cause was device¿drug interface incompatibility or dimensional mismatch associated with the cartridges.